Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The model # was not provided.

Event description:
The customer from (B)(4) reported that she opened a box of contour plus test strips and the bottle was already open. No adverse event was alleged. The customer was advised to return the strips for investigation replacement test strips were sent to the customer.

Manufacturer narrative:
The customer's returned meter was tested with returned test strips and in-house test strips. The customer's returned test strips gave readings outside the satisfactory range, whereas, the in-house test strips gave readings within the satisfactory range. The returned test strips were observed under the microscope and all the strips looked same, with a pink halo around the reaction chamber, indicative of exposure to moisture. The customer did indicate that when she purchased these strips, the cap was open within the sealed box. Test strips that were exposed to moisture and/or extreme temperatures will cause low test results, which was reproduced with the returned product during in-house testing.